Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation is necessary. Revision is not planned at the moment and the recipient will be monitored by the clinic. The device remains implanted and in use.

Event description:
Changes in the in-situ measurements taken between june 2023 and march 2022 have been detected.

Event description:
Changes in the in-situ measurements taken between june 2023 and march 2022 have been detected.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.